Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump power up properly after battery installation. Unit received with operating currents within specifications, no failed battery test alarms, all buttons responding properly and no button error alarms noted. However, moisture damage was found at the keypad traces. Unit received with cracked case at display window corners and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error, while the customer was attempting to deliver a bolus. The alarm could not be cleared. The customer stated that prior to the button error the insulin pump had alarmed failed battery test and the numbers were ramping. The customer's blood glucose was 7.3 mmol/l. The discontinuation of the device was advised. Nothing further was reported.